Event description:
The customer contact reported an operator error resulting in inadvertent delivery due to syringe manipulation. In 2009, at an unspecified time, the pump was programmed to deliver fentanyl 50mcg/ml in the pca+continuous mode, with a 10mcg/hr continuous rate, a 10mcg pca dose, a 6min pt lockout, & a 240mcg four hour dose limit & the delivery was started. At an unspecified time, it was noted the four hour dose limit had been reprogrammed to 440mcg. The next day, at 0200, the pump alarmed for occlusion. The rn opened the door & noted the syringe "to be bowed out toward the door." The customer contact reported the rn removed the syringe from the pump without clamping the tubing & reloaded the syringe back into the pump. Approx 5 mins later, the rn noted the pt's oxygen (o2) saturation decreased from 99% to 70% while on o2 at 2l/min via nasal cannula. The pt reportedly stated, "I feel dizzy". The rn reported the pt's eyes rolled back, the pt stopped speaking, pupils were pinpoint, arms were rigid, & the pt was unresponsive. The md was notified & the rapid response team was called. The o2 therapy was increase to 12l/min by mask. At an unspecified time, the pt was treated with 2 doses of an unspecified concentration of narcan. The customer contact reported the pt "was resuscitated quickly." The device was removed from clinical service. Therapy was discontinued. It was reported the pt recovered from the event. During testing, the device passed testing. The customer contact reported the "injector was not screwed into the vial correctly initially" & reportedly when the vial was removed from the pump, the back pressure gave an unintended bolus. The customer contact reported "I believe some user error is involved." Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.